Event description:
Information was received from a manufacturer representative (rep). It was reported that the procedure was aborted due to the physician due to not being able to pass the trial lead past adhesions or scar tissue. The patient had also gone through a trial back in (B)(6) 2025 and the trial was not completed as the leads came out of the epidural space. This was a re-trial for this patient. The cause was unknown. The physician stated the issue was due to scarring or adhesions that would not let the lead to tread. The procedure was then aborted. In recovery, the patient expressed severe pain in the right that was not present prior to the trial procedure attempt. The physician was notified and prescribed pain medication and steroid medication and the patient was discharged from the facility to go home. The patient has a follow-up appointment on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977d260, serial # (B)(6), product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the trial lead was discarded. Serial number of the lead was unknown.